Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Reportedly, customer initiated too large of a bolus which decreased their bg level. Customer attempted to self-treat by drinking juice, however; went to the emergency room (ER) where they were observed to ensure bg level was resolved. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.